Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the reported condition was confirmed with analysis performed since the returned sample failed the luer test.problem source was traced to the supplier. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical catheter mount double swivel connector,upon the use of the product, the customer noticed the product was unable to be connected to a tracheostomy tube's connector. No patient injury.